Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgment outside the patient occurred. A 4.0mm x 20mm synergy ii stent was selected for use and it was noted the stent came off the delivery system before it was inserted into the body. The procedure was completed with a different bsc stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. The stent had detached from the balloon and was not returned for analysis. Additional information received stated that the stent protector was removed from the proximal end instead of the distal end as instructed by the dfu which most likely caused the stent dislodgement. The balloon cone profiles were reviewed and found that the balloon appeared to have been inflated as the wings and folds were relaxed out of their intended position. Crimp markings evident on the balloon wall are not as prominent due to manipulation. This disturbance was likely caused by the movement of the stent off the device. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment outside the patient occurred. A 4.0mm x 20mm synergy ii stent was selected for use and it was noted the stent came off the delivery system before it was inserted into the body. The procedure was completed with a different bsc stent. No patient complications were reported.